Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer¿s daughter reported they received an ER-3 message on the display of her adc blood glucose meter. Caller further reported that on (B)(6) 2017 customer was found ¿sweating and unconscious¿ but when the caller tried to perform a test the error message displayed. Paramedics were called and upon arrival a reading of 1.9 mmol/l (34 mg/dl) was received on their meter. An intravenous infusion of 40% glucose (50 ml) was initiated and she was transported to a hospital. At the hospital, customer was diagnosed with hypoglycemia and an additional 500 ml of 5% glucose was infused. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported they received an ER-3 message on the display of her adc blood glucose meter. Caller further reported that on (B)(6) 2017 customer was found ¿sweating and unconscious¿ but when the caller tried to perform a test the error message displayed. Paramedics were called and upon arrival a reading of 1.9 mmol/l (34 mg/dl) was received on their meter. An intravenous infusion of (B)(4) glucose (50 ml) was initiated and she was transported to a hospital. At the hospital, customer was diagnosed with hypoglycemia and an additional 500 ml of (B)(4) glucose was infused. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned, a device history record (DHR) review of the meter was requested. The DHR for meter serial (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. In addition, retained test strip samples from the same lot reported by the customer (1618014) were tested with control solution instead. A DHR for the freestyle strips was also completed and all results were within the range specification and no errors were observed. A tripped trend review was completed for the freestyle lite meter and freestyle omni strips and the review shows no trips for errc-3. If product is returned, a physical investigation will be performed and a follow up will be completed.

Event description:
Customer¿s daughter reported they received an ER-3 message on the display of her adc blood glucose meter. Caller further reported that on (B)(6) 2017 customer was found ¿sweating and unconscious¿ but when the caller tried to perform a test the error message displayed. Paramedics were called and upon arrival a reading of 1.9 mmol/l (34 mg/dl) was received on their meter. An intravenous infusion of 40% glucose (50 ml) was initiated and she was transported to a hospital. At the hospital, customer was diagnosed with hypoglycemia and an additional 500 ml of 5% glucose was infused. No additional treatment was required. There was no report of death or permanent injury associated with this event.